Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing due to noise was noted on the egm's. Programming changes were recommended. Further actions will be discussed with the physician. The patient will be monitored with routine follow-up.

Event description:
New information received indicates that programming changes were made. Patient is stable.